Event description:
On (B)(6) 2013, patient reported the infusion device is using a new battery every week. Patient stated she had an e2 (battery depleted) and the infusion device did not give her a warning. Patient reported she inserted a new battery and changed the battery cover over 8 months ago; advised patient on battery cover changes. Patient stated she did not receive an a2 (battery low) warning message. Had patient check device history and she did have an a2 in the history. Patient reported she cancelled a bolus; advised patient that the cancelled bolus might have contributed to the elevated blood glucose reading. Patient reported she experienced an elevated blood glucose level and thinks the e2 might have contributed to the elevated blood glucose level. Patient stated the reading was hi at 10:30 am or 11 am. Patient reported she gave a bolus and did not require any outside assistance. Patient stated she tested again and her reading went down to 472 mg/dl. Patient reported she had the e2 (battery depleted) error message. Patient stated she has had elevated blood glucose readings for 3 weeks and now her readings are down to 160 mg/dl. Patient's target blood glucose range is 100-150 mg/dl. Patient is using a competitor's infusion set. Patient reported the adapter had never been changed; advised on proper change date. Advised patient to go on backup infusion device; patient does not want to switch because her readings are almost back down to normal range. Patient stated she thinks the infusion device is causing her elevated readings. On call back on (B)(6) 2013 patient reported her blood glucose level went back up to 420 mg/dl around 8 pm yesterday so she switched to the backup device. Patient stated she gave 6 units of insulin and then at 10 pm her reading was down to 50 mg/dl. Patient reported she was able to retrieve and consume juice, chips and crackers during a 4 hour time. Patient did not require any outside assistance. Patient stated her reading finally went up to 90 mg/dl at 2 am. Patient reported her blood glucose level was within normal range this morning; 115 mg/dl. Patient alleges the a2 alert did not appear before the e2 error message on several occasions. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint can be verified. Result pump: the acid of the double layer capacitor (goldcap) has leaked out and this defect causes a high power consumption of the insulin pump and the battery runtime is shortened. The high power consumption led to a quick voltage drop, therefore no a2 (alert battery low) before e2 (error battery empty) message was triggered. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. Battery cover: the battery cover passed the optical inspection. Cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed.